Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator displayed a device parameter error message. After pressing the program nominal button, normal device function resumed. The device remained implanted.